Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D153atg implantable cardioverter defibrillator (B)(6) 2008; 5076-45 implantable pacing lead (B)(6) 2008.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation high impedance/suspected fracture described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with explant damage. The full lead was not returned. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittently high impedance. It was also reported that when the right atrial (ra) lead showed fluctuated impedance at the same time as when the rv impedance goes high. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the rv lead had high impedance during follow-up. Impedance spikes were visible on trends, but they were unable to be reproduced in office. A lead fracture was suspected. The rv lead was explanted and was replaced.